Event description:
As reported via legal documentation, on or about (B)(6) 2016, this patient underwent a right total knee arthroplasty due to osteoarthritis in her right knee. At some point afterward, she presented for an evaluation of her right knee, as she had been complaining of mechanical complications and chronic pain. In an effort to treat their ongoing pain and discomfort, she presented on (B)(6) 2018, approximately 2 years and 10 months after their initial knee replacement, for a radiofrequency thermal ablation, superolateral genicular nerve branch, radiofrequency thermal ablation superomedial genicular nerve branch and radiofrequency thermal ablation interferomedial genicular nerve branch. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6), 02-010-01-0335 - logic femoral ps cem right sz 3.5; (B)(6), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; (B)(6), 200-02-32 - three peg patella 32mm. H7. Z-0021-2022.

Manufacturer narrative:
H10. Additional information - h9. H6. Investigation results - the logic tibia ps mod insrt sz 3 with sn (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain and subsequent treatments are likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.